Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that air feeding of the device occurred due to disconnection of 5-pipe. The cause of the disconnected pipe could not be identified. The 5-pipe could not be secured to k-connector unit due to wear of the nuts and connectors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. One of the pipes was found disconnected from the connector unit and caused the reported co2 gas insufflation failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit could not insufflate co2 gas. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.